Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, a field service engineer (fse) confirmed that the customer successfully tests all tower doors. The customer also ran tests on all tower doors in hardware test application (hta), and all tests were completed successfully. The system functioned as intended after the issue was resolved by the customer.